Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to need of compatible implant for MRI imaging. The patient was reimplanted with another cochlear device during the same surgery.